Event description:
It was reported that the patient experienced loss of stimulation. It was noted that the patient was unable to charge the ipg and was having difficulty communicating the remote control to the ipg. Patients ipg was replaced with MRI compatible device. The patient was doing well postoperatively. There was no device malfunction suspected. The explanted ipg will not be returned due to hospital policy.